Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition. Upon further review, this complaint has been deemed as a reportable event. There was no harm or injury alleged. The device has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was confirmed. The unit was disassembled. Evidence of tampering was found, by way of the motor and thermocouple not being connected to the pca. The disk is partially clogged with debris that appears to have originated from an external source. The customer has received a replacement. This unit has been scrapped per the requirements set forth in work instruction 8.4-1131 rev 9 and disposed of accordingly.